Event description:
It was reported that system diagnostics could not be performed on the patient's device due to error code 254. The patient had previously secured the magnet over the device in order to disable the device due to painful stimulation. A generator reset was performed and then low impedance was seen. The internal data was reviewed and it was determined that the patient was in a stim inhibited state during interrogation, indicating that the reed switch of the generator was closed even though a magnet was not present. They tried rapidly swiping the magnet over the generator but this did not resolve it. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. Internal investigation into similar events was unable to determine a definitive root cause of reed switch failures. The primary root cause is believed to be reed switches sticking in the closed position after extended exposure to magnetic fields. The investigation also identified residual magnetic properties of the generator battery to be a potential contributor; however, testing performed during the investigation found the effect to be highly variable with each magnetic field exposure and any closure of the reed switch impacted by this phenomenon would likely be reversed by subsequent swiping of the patient magnet. Thus, the most likely contributor of the identified complaints is considered to be mechanical sticking of the reed switch blades. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was later reported that the patient had their device explanted "several months ago" due to voice alteration and lack of efficacy. The explanted generator has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Proposed second level coding - voice alteration to capture hoarseness or other vocal changes.

Event description:
It was later reported by the physician that the reason for explant was due to discomfort in the chest and neck and hoarseness. The physician was not aware of this reed switch issue . No other relevant information has been received to date.